Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The engineering evaluation stated the following: the device was kinked at multiple locations along the catheter, including near the strain relief. The inner shaft was kinked at distal edge of the outer sheath. The hp tube (constraint sleeve) was bunched near the location of the kink. The lock slider was in the locked position. The outer sheath (garage) was locked distally, up to the features. The distal end of the stent was partially uncovered. Approximately 7 mm of the stent was uncovered. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
(B)(4). UDI information: (B)(4). Hresults code: a review of the manufacturing records for the device is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient was being treated for a heavily calcified superficial femoral artery occlusion with a gore® tigris® vascular stent. The device was advanced over a .035" wire through a 6fr. Terumo sheath. However, it was not possible to completely cross this heavily calcified lesion. The device was removed. Upon inspection, after removal, it was noted the leading end of the stent had deployed by 1cm. It was surmised the device likely got caught on the calcification. The device was set aside. Two new tigris devices were utilized to successfully complete the procedure and the patient did well.